Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured on 11-mar-2019 and installed at the customers site on 30-may-2019. A lumenis service engineer visited the site after the reported event. The engineer replaced the display and lpu and after testing the system it was returned to the facility having met manufacturer's specifications. A review of subject device product risk file (rd-1124690_ak) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A two year historical review of similar complaints revealed that the same issue of the display and lpu failure has not led to serious injury in the past. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. According to the gso expert based on the age of the system, wear could have likely played a role in this failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. 34-01-04-00) and per post marketing surveillance procedure (doc no. 1005539).

Event description:
A user facility reported that at the end of a stone procedure in which a lumenis pulse 120h laser was being utilized, the display presented error. The user facility tried to troubleshoot for fifteen (15) minutes but the laser could no longer be used. The procedure was completed with an alternate laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.